Manufacturer narrative:
Stryker spine sent an "urgent recall letter and product accountability form" dated (B)(6) 2016 to all affected customers. For patients who have had an acculif posterior lumbar (pl) expandable interbody implant, stryker spine is recommending routine clinical and radiographic post-operated evaluation. Should the patient report any change in or develop near-onset symptoms, more urgent clinical and radiographic evaluation should be completed.

Event description:
It is reported that the patient had an expandable cage implanted on (B)(6)2016 that failed and required revision surgery on (B)(6) 2016.

Manufacturer narrative:
Result: the product was not returned therefore product inspection cannot be perform. The failure mode is unknown. Additional information such as intra-op notes, clinical history of the patient, x-rays and the failure mode was not provided. Product history review was performed for the reported lot # and all released units met specification. No further investigation for this event is possible at this time. The cause of the event could not be determined.

Event description:
It is reported that the patient had an expandable cage implanted on (B)(6) 2016 that failed and required revision surgery on (B)(6) 2016.

Manufacturer narrative:
Method: x-ray review, surgical notes, labelling review, risk assessment results: visual, dimensional, functional and material analysis was not be performed as the device was not returned. Based on x-rays, the implant is not snugly fit between vertebral bodies. There is a good endplate contact at l4, but only contact posteriorly at l5. Based on x-rays, the supplemental fixation was used as indicated at the surgical technique (stg). The exact level of height reduction could not be measured due to x-rays quality; however by looking at the images the reduction of height appears to be more than 1 mm. Complaint history review was performed for the reported lot and no similar complaints were identified. Design history review was performed for the reported lot # and all released units met specification. Conclusion: the reported device was not returned, therefore a plausible root cause cannot be identified conclusively.

Event description:
It is reported that the patient had an expandable cage implanted on (B)(6) 2016 that failed and required revision surgery on (B)(6) 2016.